Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the scope is blurry. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: scholly assessment rec'd on dec 21, 2004 shows the optic is maladjusted, the optical components are dirty and the objective section is dirty with moisture.